Manufacturer narrative:
Device evaluated by MFR.: the unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A test guidewire was attempted to be loaded through the device but a resistance was encountered at the annulus of the burr. The annulus of the burr was inspected and found to be damaged and a fractured guidewire was observed in the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-01990. Reportable based on device analysis completed on (B)(4) 2015. It was reported that the catheter could not be loaded on the wire. A 1.50mm rotalink¿ plus and an unspecified rotawire were selected to treat the target lesion. However, it was not possible to insert the rotawire through the burr. The procedure was completed with another of the same device and the same rotawire. No patient complications were reported and the patient's status was good. However, device analysis revealed a fractured guidewire inside the burr.